Event description:
During a remote follow up, it was observed, inappropriate atp was delivered from the device due to functional undersensing causing incorrect classification of the rhythm. No malfunction of the device was alleged. No intervention has been performed at this time. The patient was stable and will continue being monitored.